Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/14/2024. Block h6: device problem code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris ultra ureteral stent was going to be used; however, the stent was found broken upon unpacking. Another of the same stent was used to successfully complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/14/2024. Block h6: device problem code a0401 captures the reportable event of stent shaft break. Block h11: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the shaft was detached. The suture and positioner were not returned. During a microscopic inspection, it was observed closely the shaft was detached and the suture hole torn. Therefore, the reported problem of stent shaft break is confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors. Additionally, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the shaft and is removed using excess force, the stent can get detached and torn during the preparation affecting the performance of the device. The event mentioned it occurred upon unpackaging, and the suture of the stent did not return indicating that it was removed, and the device was manipulated. Based on the analysis results, the most probable cause is adverse event related to procedure.

Event description:
It was reported that a polaris ultra ureteral stent was going to be used; however, the stent was found broken upon unpacking. Another of the same stent was used to successfully complete the procedure. No further patient complications were reported.